Manufacturer narrative:
(B)(4).this code is used to describe an endoleak. It is unknown which of three devices were related with the endoleak. Also were used: tge454510/11941441 UDI# (B)(4). Tge373710/12028646 UDI# (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement, endoleak and reoperation. According to the information provided by physician, the event was not related to devices.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. The devices were implanted in the proximal descending thoracic aorta (zone 3). Reportedly, pre-treatment computed tomography angiography (cta) showed that the maximum diameter of aortic aneurysm/lesion was 66mm. The patient tolerated the initial procedure. Immediately after the procedure, an endoleak was identified. The physician was not able to monitor the patient as follow up exams were missed. It was reported that on (B)(6) 2019, the CT detected a type ii endoleak. Additionally, the aneurysm size increased 7 mm at distal arch/proximal descending aorta with an obvious endoleak. The physician decided to do an open repair for the aneurysm. On (B)(6) 2019, the patient underwent a combined open and endovascular treatment (¿frozen elephant trunk procedure¿) of a thoracic aortic aneurysm. At the open procedure, the leak was described as a type I endoleak. According to the physician, the problem occurred due to the proximal floatation of the arch of the aorta and caused a leak. According to the information provided by physician, the event was not related to devices. The patient tolerated the procedure.